Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8149878. Our records have detected a trend for leakage occurring in the batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Bd was able to confirm the defect with the provided samples, for leakage issue in leakage/air in injection valve that have been detected in others customer complaints, the team previously confirmed issues with this product lot 8037509 where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. For leakage issue (in injection valve) based on investigation results to date, root cause was associated to a bad tubing assembly by station 5 of equipment vh59 CAPA#629955 was initiated.

Event description:
It was reported that a bd connecta¿ stopcock had leaked. The following was reported, "connecta¿s drug administration cap has been leaking"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta stopcock had leaked. The following was reported, "connecta¿s drug administration cap has been leaking".